Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to encoder out of phase. The insulin pump was unable to performed the displacement test or excessive no delivery alarm test due to motor anomaly. No alarm on alarm history screen. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 230 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.